Event description:
The patient had a recent history of awakening at night and vomiting blood. Medical intervention included a gastroenterology consult, acid inhibiting medication, and changing the device to a new model. This resolved the problem.